Event description:
A surgeon reported that within the past six months he has had differences between the target refraction and the actual postoperative refraction following intraocular lens (iol) implant surgeries. The surgeon did not specify a number of patients, only that these differences range between 0.75 and 1.50 diopters. This has occurred in spite of checking the calculation formula and calibrating the biometry equipment. He added that he has not noticed inconsistencies with other lens models. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received.(B)(4).